Event description:
This is a follow up report to MDR report # 3007666314-2017-00019, filed to update the report with the information that the injury completely resolved without intervention.

Event description:
Patient presented with a droopy right lower lip. Physician reported that patient's marginal mandibular nerve was damaged during implant, and the nerve may or may not improve during the healing process. Implant was still activated as planned. The physician did not think that it had any bearing on the functionality of the inspire device and wanted to move forward, as did the patient. No neurapraxia of the tongue was noted.